Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2023 at 14:15:33 through 15:27:39, (B)(6) 2023 at 18:03:38 through 19:38:17, and (B)(6) 2023 at 8:37:36 through 9:52:59. Low flow events were captured throughout the log file from (B)(6) 2023 at 18:04:11 through 19:38:17. The pump appeared to function as intended. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This document also outlines the steps to reorient the pump. In addition, this IFU explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The IFU also instruct the user to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low flow alarms with position change laying on left side or after they eat. The patient is not symptomatic. Hemolytic indices anl. Low flow alarms did not last a long time and speed drops were noted with increased pi. The outflow graft was assessed and there have been no outflow graft issues since the patient had an issue with surgical intervention on (B)(6) 2022 when there was drainage and debridement of the external compression of the outflow graft. It was noted that upon auscultation the device sounds were not normal. There were no unusual events recorded in the log file event history. There were 125 pi events recorded on (B)(6) 2023 from 14:15:33 until 15:27:39. All pi events will cause the speed to drop to its low speed limit. The atypical sounds while auscultating the lvad may be due to these speed reductions and speed recovery. The device operated as intended. Further log files were reported that captured multiple low flow events on (B)(6) 2023 some of which were not sustained long enough to activate the audible alarm. It was noted that the patient's pump position was found to be of consequence. The patient was given fluid and the pump speed was dropped to avoid the pump suctioning on the ventricle wall.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.